Event description:
It was reported that the balloon expandable stent dislodged from the balloon during insertion into the sheath. There was no pt involvement.

Manufacturer narrative:
A mfg review was conducted. The lot met all release criteria. The device was returned for eval. The balloon was not inflated and the stent was located approximately 1.6 cm from the distal tip, between the distal and proximal marker bands. The balloon was examined under 10x magnification and stent crimp marks were visible on the balloon. The patency of the guidewire lumen was tested using an in-house 0.035" guidewire, and it passed with no issues. The complaint investigation is confirmed for a dislodged/dislocated stent. The definitive root cause could not be determined based upon the available info. It is unk if procedural issues contributed to the reported event. The current IFU (instructions for use) states: warnings/precautions: should unusual resistance be felt at any time during the insertion process, do not force passage. If resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. Inspect the valeo biliary stent and delivery system prior to use to verify that the stent has not been damaged during shipment or handling and that the device dimensions are suitable for the specific procedure. Do not attempt to remove or adjust the stent on the delivery system.